Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in house repair work anew safety disk was installed in the cardiosave intra-aortic balloon pump (iabp) and the safety disc malfunctioned 2. Pim test items were detected and  membrane differential pressure was rejected. There was no patient involvement.

Manufacturer narrative:
Three (3) gfe attempts have been performed to obtain the cardiosave repair information. No response has been provided, the complaint will be closed and in the event information was to become available, the file will be reopened and updated. A safety disk was returned to the failure analysis and testing department(fat) for investigation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Part failed the pim leak test portion. Fat was able to verify the reported failure. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.